Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 570:320:844:0000 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be depleted main batteries as a result of user error. The main batteries and harness were replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. Additional information: a service history review revealed the device was not previously sent in for the reported condition, however, 570:xxx was found and the batteries and battery harness were previously replaced. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 570:320:844:0000. This condition occurred upon power-up of the device in the general patient ward. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.